Manufacturer narrative:
(B)(4).

Event description:
This ra lead was discovered dislodged after failure to capture. The lead was repositioned on (B)(6) 2017. After interrogation on (B)(6) 2017 and x ray the lead was discovered dislodged again. The lead was successfully repositioned on (B)(6) 2017.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.